Manufacturer narrative:
Medical device expiration date: n/a. Initial reporter: address unavailable. Bd corporate address used. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 8239919. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8239919. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe hub assembly separates from the device. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328521, batch no: 8239919. It was reported that the consumer found 3 syringes so far- when removing the needle shields the needle hub assembly stays within the shield. Verbatim: relion syringe 6mm, 31g, 3/10 ml, lot # 8239919 found 3 syringes so far- when removing the needle shields the needle hub assembly stays within the shield. Discarded the samples. Occd date (B)(6) 2019 consumer declined replacements.